Manufacturer narrative:
Continued e.1. Phone number: (B)(6). Continued e.1. Fax number: (B)(6). The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported unknown side "late-onset seroma." The device status is unknown.